Manufacturer narrative:
The company representative examined the system and was unable to replicate the customer reported issue. The company representative determined that the customer selected the wrong technique. The company representative completed a system verification, which included testing both probes. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing higher values than expected during biometry testing. The event was caused by the customer choosing the incorrect technique. There was no harm to the patient.